Manufacturer narrative:
H.6. Investigation summary : bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there were 229 occasions of foreign matter in tube/gel, 20 occasions of defective markings, 208 occasions of air bubbles in gel, and 18 occasions of tubes damaged with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x14, damaged tube x18, defective marking x20, black spot in tube x1, dirty tube x214, air bubbles in gel x208.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 229 occasions of foreign matter in tube/gel, 20 occasions of defective markings, 208 occasions of air bubbles in gel, and 18 occasions of tubes damaged with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x14. Damaged tube x18. Defective marking x20. Black spot in tube x1. Dirty tube x214. Air bubbles in gel x208.